Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection, it was observed that the coating of the connecting tube is peeled off. Other observations for the device are: insulation resistance at the tip is out of standards due to lack of distal-end; insulation resistance is out of standards due to peeling off of the distal end coating (a-rubber); angulation in the up direction is out of standards due to wearing of angle-wire; liquid leaks due to crumpled part of switch 4; crease (white dot) at the screen due to damage of charge couple device (ccd) unit; ccd lens is broken and gluing cracked; light guide (lg) lens is broken; corrosion at the el-connector due to leakage; and connecting tube is crumpled and has scratches. The user¿s complaint of liquid leaks was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for repair of the issue of liquid leaks observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the coating of the connecting tube is peeled off. This medwatch is being submitted for the reportable issue of the peeled off coating of the connecting tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by physical stress/ chemical stress/ storage environment, et cetera. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.